Event description:
Zhang, t., zhong, w., zhou, d., xu, y., li, m., zhuang, j., wang, d., su, w., wang, y. (2024). Treatment of unruptured intracranial vertebral artery dissection aneurysms with flow diverter compared with conventional stent-assisted coiling¿a single-center study. Acta neurochirurgica: the european journal of neurosurgery, 166(1). Https://doi.org/10.1007/s00701-024-06398-z literature was reviewed regarding a study performed to investigate whether flow diverters (fd) alone are safer and more effective than conventional stent-assisted coiling for treating patients with intracranial vertebral artery dissection aneurysms (ivadas). Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: solitaire, navien, pipeline. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Of the 2 deaths that occurred, one patient's family decided to discontinue further treatment and the patient died after discharge. Among all medtronic devices used, patients adverse events / device product performance issues included: hydrocephalus requiring shunting, infarction (including hemorrhagic and brainstem), neck remnants, asymptomatic in-stent restenosis, disappearance of the posterior inferior cerebellar artery (pica) during surgery, parent artery occlusion (pao), stent thrombosis, mild neurological deficit, left-sided hemiplegia, hemorrhage emerged in the left temporal-occipital lobe, mild symptoms of cerebral infarction, parenchymal hemorrhage, vertebral artery occlusion. Complete aneurysm occlusion was achieved in 93.75% of patients in the fd group and 93.62% in the conventional stent group. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.